Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient has been experiencing problem with their device for several weeks. There are "sounds coming from the device daily". The patient is out of the country and was seen in an emergency room. The device was checked and the battery is getting low. Patient is dissatisfied with attempting to get treatment when out of the country. The device is still in use. No patient complications have been reported as a result of this event.